Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that there was a circle on the insulin pump's screen. The customer also reported the insulin pump powered off spontaneously. The customer also reported their blood glucose rising to 700 mg/dl. Customer noted the insulin pump was powered off during their high blood glucose incident. The customer also reported the insulin pump required six different batteries before powering on again. Customer also reported a battery out limit alarm occurring, but the battery was out of the insulin pump for a greater duration than allowed. Customer stated they did not drop, bump, or expose their insulin pump to moisture. The insulin pump will not be returned for analysis.